Event description:
Implant placed 3/7/98, site #12. It "spun" in the site when the abutment was torqued. Implant was removed 6/5/98 due to mobility. From the appearance of the implant, infection may have been involved, as well. One person affected.